Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided. A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined.

Manufacturer narrative:
Patient information was refused from the site. UDI not available for this system at time of filing. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. Onsite functional and visual examination was performed. There was no fault found with the system. No parts were replaced. The system passed a system checkout and was found to be fully operational.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The event occurred intraoperatively during the navigate task and caused no delay to surgical time. It was reported that there was an alleged inaccuracy following a spin with the imaging device. The details of how inaccurate and the direction of the inaccuracy were not provided. The site claimed that the issue was ongoing, and there had been no inaccuracy issues with 2 other navigation device¿s connection to the imaging device. A second spin was acquired with the imaging device and it was inaccurate. There was no impact on patient outcome.